Event description:
A review of a (B)(6), female pt's download, revealed several service code 105 and 204. Zoll customer support contacted the pt and issued a replacement monitor and electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval the trunk cable connector was damaged. The cause for the damaged connector cannot be positively determined, but was likely the result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt. No problems were discovered with the pt's monitor.